Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. A "try it" manual test was performed and it failed due to no audio. A communication tool audio test was performed and it failed due to no audio. Functional testing was performed and it failed due to no audio. The receiver case was opened for an internal visual inspection and it passed. A speaker audio intermittent test was performed and the test failed due to no audio. The speaker resistance was measured and it measured out of specification. The allegation was confirmed. The root cause was determined to be a defective speaker.